Event description:
The customer reported that erroneous flagged white blood cell (wbc) and differential (diff) results were recovered for a single sample run on a coulter act diff 2 analyzer, compared to results obtained by the reference laboratory, which the customer considered correct. The customer also indicated that the instrument intermittently recovered wbc and differential single asterisk (*) flags on sample results. The customer stated that they questioned results because of the asterisk [flags] they observed. The sample was freshly collected in a edta tube or vacutainer, and the customer did not question sample integrity for this event. Quality controls (qc) were run prior to and following the event, and were within acceptable range.

Manufacturer narrative:
The data provided for review showed that higher wbc, granulocytes and lymphocyte results were obtained on an initial run on the instrument compared to results obtained by the reference laboratory; additionally the instrument generated instrument-specific messages for wbc (single asterisk (*) flag) along with region flags (1) for the differential parameters. A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse indicated that the waste filter was plugged and it was replaced, resolving the event. The instrument generated flagging messages for several complete blood count (cbc) and diff parameters, alerting the operator to further review the results. The customer did not provide patient demographic data (age, sex, weight) for the patient.